Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The evaluation identified detachment of device or device component and failure to advance will be inconclusive. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120164 pta balloon dilatation catheter allegedly experienced failure to advance and detachment of device or device component. This information was received from one source. This malfunction involved one patient with no consequences. The weight of the (B)(6) year old male is (B)(6) kgs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation is confirmed for break and retraction issues but remains inconclusive for failure to advance. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120164 pta balloon dilatation catheter allegedly experienced failure to advance, break and retraction problem. This information was received from one source. This malfunction involved one patient with no consequences. The weight of the 59 year old male is 65 kgs.